Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/20/2019. An investigation was conducted on 12/17/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was fully depressed with the blue slide lock disengaged. The seal and tension spring assembly was observed to be inside the delivery tube, with the tension spring not in its usual position. The seal was observed to be unraveled. The seal was removed from the delivery tube. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported failure mode ¿activation problem¿ was not confirmed but the analyzed failure modes ¿premature deployment¿ and "unraveled material" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) body seal did not work well. The seal could not be deployed successfully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) body seal did not work well. The seal could not be deployed successfully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) body seal did not work well. The seal could not be deployed successfully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.